Event description:
It was reported that a catheter issue was suspected based on the patient symptoms although no specific catheter issue found at catheter explant and replacement. The patient started complaining of increased spasticity in (B)(6) 2012 as well as itching with no rash. The dose was increased from approximately 73 to 78 mcg/day and later to approximately 84 mcg/day. The patient was given oral baclofen to supplement if needed. The patient continued to complain of suboptimal spasticity control and noted a decrease in the ability to ambulate due to spasticity. She was referred for a dye study which was completed on (B)(6) 2013. Csf was easily aspirated and no notable issue found with dye injection or follow up CT scan. Based on continued difficulty, surgeon and patient family opted to replace the catheter. At this point, patient was taking oral baclofen three times a day. The catheter replacement was done on (B)(6) 2013. No notable issues found with explanted catheter although when surgeon tried to pull catheter from back through subcutaneous track and out of pump pocket, he met much resistance. The catheter then snapped as he tried to pull it out. The patient dose was reduced from 89.76 mcg/day (to which it had been increased on (B)(6)) to 73.15 post op. The pump was used to deliver baclofen. Additional information received indicated that following the catheter revision, the patient was ¿too loose¿ and planned to see the hcp for a dose adjustment. It was later reported, the pump was used to deliver gablofen. It was later reported that since the patient¿s last visit for her dose reduction the hcp had not heard from the patient and assumed she was now doing ¿fine¿.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).